Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl; cause was not known. Reportedly, the customer fell. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the pump battery could not be charged and that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.